Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2013-00520. It was reported that post coronary stenting treatment procedure, angina, in-stent thrombosis, stenosis, and gi bleeding occurred. In (B)(6) 2012, the subject was referred for cardiac catheterization which revealed a 90% stenosed de novo lesion located in the proximal right coronary artery (rca) extending to the mid-rca. The lesion was 50 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 2.50 mm x 32 mm promus element plus stent and a 3.0mm x 32mm promus element plus stent, with 0% residual stenosis. The subject was discharged on clopidogrel. In (B)(6) 2012, the subject presented due to stable angina (ccs classification 4) and was hospitalized the same day. Subsequently, the subject experienced intermittent bouts of melena with decreasing hemoglobin, gi bleeding, and was treated with a blood transfusion. The subject was referred for cardiac catheterization and selective coronary angiography revealed 90% distal stenosis in the rca and in-stent thrombus of the previously placed promus element plus stents (2.50 x 32 mm and 3.0 x 32 mm) in the proximal to mid-rca. The following day, the distal stenosis and in-stent thrombus events were treated with balloon angioplasty and placement of 2.75 x 15 mm non-bsc stent. Following post dilatation residual stenosis was 0%. The event of stable angina was considered not resolved. The event of gi bleeding was considered resolved.